Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The pharmacy received questionable results from coaguchek xs meter serial number (B)(4) for several patients. Data was provided for one patient as an example. The result from the meter was 6.2 inr and the result from coaguchek xs meter serial number (B)(4) was 4.2 inr. Two different fingers were used for the testing. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The suspect meter was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 304974) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.